Event description:
Note: this report pertains to the first of two malfunctions occurring during the procedure. During the procedure to treat a lesion in the stomach, two devices failed to "heat up." A third device, from a different batch, was used to complete the procedure. There were no clinical consequences. Refer to MFR report # 3005099803-2008-07213 for details regarding the second device.

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.